Manufacturer narrative:
During the display of the yellow triangle failed state for this device, the patient can still be hand ventilated with anesthesia gases and oxygen, regulators still register and an alarm sounds continuously. These devices are constantly attended and the licensed clinicians in attendance have the means from the device to maintain patient safety. Consequently, there is not risk for serious patient harm and this is not a reportable event. However, spacelabs is filing reports of similar issues.

Event description:
On (B)(6) 2019, spacelabs received a report that on (B)(6) 2019, during a case, the device went into a failed state. There was no injury reported as a result of this issue.